Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient underwent surgical intervention for an unspecified, ipg-related issue on 14jun2024. It is unknown whether the ipg was repositioned or replaced.

Event description:
Additional information was obtained, revealing that the ipg was replaced and repositioned due to pain at the ipg site. Therapy was restored post op.